Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Investigation found the device had logged an event code. This was cleared and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not giving voice prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.